Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   (Dhrs) (device history review) for the libre sensor and libre sensor kit was reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving the error message, "scan again in 10 minutes," for more than 2 hours when scanning the adc freestyle libre sensor. On (B)(6) 2019, the husband attempted to scan the customer's sensor as her skin felt cold and that was a sign the customer was likely hypoglycemic. The customer then reported feeling like she had a "cold", a headache, vision disturbance, and being unable to treat herself. The husband brought the customer some juice "to her mouth" which she was able to drink. There was no report of additional treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the error message, "scan again in 10 minutes," for more than 2 hours when scanning the adc freestyle libre sensor. On (B)(6) 2019, the husband attempted to scan the customer's sensor as her skin felt cold and that was a sign the customer was likely hypoglycemic. The customer then reported feeling like she had a "cold", a headache, vision disturbance, and being unable to treat herself. The husband brought the customer some juice "to her mouth" which she was able to drink. There was no report of additional treatment. There was no report of death or permanent injury associated with this event.